Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline fault alarms was confirmed via the submitted log file and log file downloaded from the returned system controller (serial number: (B)(4)); however, the alarm was not reproduced during testing of the returned controller. The submitted log file and the log file downloaded from the returned system controller contained approximately 3 days of data combined ((B)(6) 2019 per the timestamp). Intermittent driveline fault alarms were active throughout the log files due to phase 1 being measured higher than phases 2 & 3. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The driveline was disconnected at 14:00:54 on (B)(6) 2019 to exchange the system controller. No other notable alarms were active in the log file. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Additional provided information stated that no further driveline fault alarms occurred after exchanging the controller. Technical services reviewed the log file submitted from the new system controller and observed that the driveline phase values were normal and no further alarms had occurred. Similar events related to driveline fault alarms associated with the sensitivity of the driveline fault algorithm have been identified and this issue has been addressed via a CAPA. The system controller was manufactured prior to the implementation of the CAPA. The root cause of the reported event could not be conclusively determined through this analysis; however, the event appears to be related to an issue with the system controller. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms and, including driveline fault alarms. It also explains the actions to take if the alarm cannot be resolved. The patient handbook and the instructions for use cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's log file history showed driveline faults but nothing was showing up on the monitor. When the patient moved the alarm would show on the monitor but would clear on its own. The patient was sent to get x-rays and rescue tape was placed on the external driveline close to the controller (rescue tape repair is addressed under MFR # 2916596-2019-05738) .the log files were reviewed and debug words showed a phase that was significantly higher. The controller was replaced and the debug words showed normal parameters. There were no further driveline fault alarms after the controller was exchanged. The controller was returned for evaluation. No additional information was provided.